Event description:
It was reported that the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and reattached the collimator drive motor to the collimator by resetting a screw that had some loose. The system operates as intended.